Event description:
While creating a pilot hole, the threaded shaft of the aspida drill bent and broke. The surgeon was able to remove the distal portion of the drill bit from anterior wall of the vertebral body with a rongeur. The removed section of the drill was placed in the contaminated sharps container at the user facility and disposed of. Although the patient outcome was not affected, the incident created a terribly dangerous environment according to the surgeon. To finish the case, the vertebral cortex was aggressively perforated with the standard provided awl and the screws were carefully placed without drilling of pilot holes. The surgeon expressed great concern about the risk of major vessel (descending aorta and/or vena cava) injury due to the incident.

Manufacturer narrative:
An evaluation the device history records and the returned instrument revealed no manufacturing, processing or design related irregularities. The instrument was found to be properly manufactured and released according to design specifications. Additional inspection under magnification found that the instrument may have failed due to excessive lateral bending and not a twisting motion that would be expected with the use of this device. The removed distal section of the drill was approximately .970 inches in length. Patient bone condition or mass index is not known. This could have possibly played a role on the incision which allows for the appropriate trajectory and proper functionality of the instrument. Without proper preparation and due to the depth of tissue, a patient with a high body mass index could cause tissue to press against the instrument and cause a bending load to be applied. The aspidatm anterior lumbar plating system is a temporary device used to stabilize the lumbar spine during bone fusion development. Device implants include two styles of plate in a range of sizes and bone screws to provide the versatility required for the specific indications noted. Fixation is achieved by means of a rigid plate that is surgically attached to the spine with bone screws. Implant plates and bone screws are manufactured from surgical grade titanium alloy (astm f136). All device components are intended for fixation/attachment to the anterior lumbar spine only. It is intended that the implants be removed after successful fusion.